Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Endovascular treatment was performed. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified below the knee vessel. A 2.0mm x 220mm x 150cm mr coyote¿ balloon catheter was advanced to dilate the lesion; however, during the first inflation at 3 atmospheres for 4 seconds, the balloon ruptured. When checked under fluoroscopy, the contrast media was found to be leaking. The procedure was completed with a 2.5mm coyote mr balloon catheter. No patient complications and injuries were reported.